Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the reservoir on her pump has completely broken off. The customer reported that the reservoir entry was cracked off. The customer stated that the reservoir was just hanging around and cannot be safely secured into the pump. The customer stated that they had been running pretty high but declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.